Event description:
A malfunction was reported with the pump, specifically indicating a momentary motor skip due to a high force impact. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to the caller for resetting the pump.